Event description:
Pump was returned for service with the report that the patient received fluid at a rate higher then what the pump was set for. Pump set for 25 ml/hr - gave 250 ml in 3 hrs. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. Should additional information be received a follow-up report will be submitted.